Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was a primary audible alarm background test, check clutch error, and errors were not being saved in the history log. There was unknown patient involvement and no patient harm.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-08457. Please reference file mrn 3012307300-2024-08329 for all details pertinent to this event.